Manufacturer narrative:
The evoke lead was not returned to saluda. The root cause of the inadequate pain relief cannot be definitively determined; however, the physician noted the lead position contributed to the insufficient coverage of the patient¿s pain area. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation. The patient may require surgery (including revision, explant, and replacement) as a result¿.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The physician¿s evaluation identified that the position of the evoke 12c percutaneous lead contributed to insufficient coverage of the patient's pain area. A revision procedure was performed, and the lead was replaced and repositioned to resolve the reported event.